Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 404 mg/dl at the time of incident. Customer was treated with bolus through the insulin pump and apple sauce for low blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer declined troubleshooting. Customer¿s other relevant blood glucose values were 204 mg/dl, 46 mg/dl and 79 mg/dl. The insulin pump will not be returned for analysis.